Event description:
It was reported that, no specific event occurred. Patient had ongoing pain since primary implant.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 16deg 42mm, cat# nls-421600p, lot# 29438701. Delta v-40 ceramic head 36/+2,5, cat# 6570-0-536, lot# 33072401. Trident 10deg x3 insert 36mm ID, cat# 623-10-36g, lot# mhpx9n. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the reported device(s) cannot be performed as the device(s) was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.